Event description:
It was reported that the micro sagittal saw overheated during an unk procedure. The procedure was completed with the same handpiece w/o injury to the pt or user. There were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings were found to be worn and the motor assembly was confirmed to be from a non-stryker repair. The presence of non-stryker repair work could cause or contribute to the handpiece to overheat.